Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there was no hypo tube kinks noted. No issues with mid shaft, inner or outer polymer extrusion. The undamaged section of the crimped stent od(outer diameter) was measured and is within max crimped stent profile measurement. Stent strut row1 on the proximal and distal end of the stent are pulled and bent back in a distal direction. Stent strut row 5 is lifted bent back in a distal direction. No issues noted with balloon. The tip was visually and microscopically examined and damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-dec-2016. It was reported that crossing difficulties were encountered.   The 99% stenosed target lesion was located in the severely tortuous and severely calcified diagonal artery. Following pre-dilation, a 2.50 x 20 synergy¿ drug eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.